Manufacturer narrative:
Additional information: device available for evaluation? .

Manufacturer narrative:
(B)(4). The external visual inspection revealed cut silastic overmold on the top cover. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced a device extrusion. The recipient underwent repositioning surgery.

Manufacturer narrative:
The recipient's wound has reportedly healed. The recipient was not reimplanted.

Manufacturer narrative:
The recipient's wound was reportedly not healing. The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
In (B)(6) 2016, the recipient reportedly had a skin flap infection followed by device extrusion.